Event description:
A customer stated that an unexpected negative result was obtained with an antibody screening assay on the echo instrument.

Manufacturer narrative:
A review of the image result files for initial testing performed on (B)(4) 2012, visually appeared negative as reported by the instrument. Repeat testing showed that positive results were obtained as expected when using a different lot of indicator cells. Controls reacted as expected. The initial lot of indicator cells had expired prior to receipt of the complaint. We were unable to rule out that the initial vial of indicator cells had been compromised.